Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) at the end of (B)(6) 2020. The patient's blood glucose levels reached 1000 mg/dl while wearing the pod for 72 hours or longer on the arm. The patient alleges the pod stopped delivering basal insulin, and the patient's blood glucose remained elevated despite insulin boluses. Symptoms include nausea, vomiting, and difficulty moving. The patient was transported to hospital ((B)(6)) by emergency ambulance, and the pod was reported to expire short after. The patient was treated with insulin infusion and discharged after 3 days. The exact date of hospitalisation is unknown. The pod is no longer available.